Event description:
A (B) (6) consumer used 2 patches of bengay moist heat therapy (no active ingredient) in two different places once on (B) (6) 2008 for muscle spasm on left calf and right inner thigh. After using the product for four hours, each area burned with four to seven large blisters. When the blisters opened on their own, they left huge circles of weeping wounds (onset date unk) that were permanent. The burns were treated with neosporin. As of (B) (6) 2008, the event did not resolve.

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.